Event description:
As reported, "a pedicle pathway was prepared with a 2.5 drill and used a drill guide with depth of 16mm. Upon insertion of the screw; after it been inserted about 1/4 of the way, the screw stopped advancing. Screwdriver was disengaged and the poly adj driver was tried but failed to advance it as well. So the screw was easily explanted, and a new screw was used and that one worked perfectly.

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: the involved screw has a damaged hexagonal interface, it is rounded. No other damages are found during visual inspection of the screw. Functional inspection: not applicable. The hexagonal interface is damaged, it is impossible to assure the rigid connection with polyaxial screwdriver to drive the screw into a bone. Device history review: no nonconformities were found during manufacturing of the involved batch. (B)(4). Conclusion: at reception of the involved screw it was observed that the hex interface on the bone screw head is rounded. Such deformation impacts the functionality of the implant and makes impossible to drive the screw into a bone. Review of complaints received previously for similar issue shows that such deformation is generally resulted from insufficient connection between screw and screwdriver prior to insertion of the screw.

Event description:
As reported, "a pedicle pathway was prepared with a 2.5 drill and used a drill guide with depth of 16mm. Upon insertion of the screw; after it been inserted about 1/4 of the way, the screw stopped advancing. Screwdriver was disengaged and the poly adj driver was tried but failed to advance it as well. So the screw was easily explanted, and a new screw was used and that one worked perfectly.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.